Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: health care professional instructions: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Device evaluation: 1 syringe of 1.0ml with 0.55ml remaining received with cap and without needle. A crack is observed at the 3mm luer lock level.

Event description:
Healthcare professional reported that during injection with juvéderm voluma® xc ¿while injecting the patient, syringe had a crack in it¿. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.